Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had under delivery. The customer¿s blood glucose value was 364 mg/dl. Customer¿s current blood glucose is 379 mg/dl. The customer stated that the insulin exited. Based on customer report customer does allege pump was under delivering because of high blood glucose value. The insulin pump will not be returned for analysis.